Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had a loss of stimulation. They were not feeling any stimulation in their neck and had been in pain. These issues started about 2 days prior to the report. The patient noted that the programmer would not communicate with the implantable neurostimulator (ins). However, during the report the patient was able to communicate with the ins using their programmer. The patient thought that there should have been a program a and a program b but there was no option for program b. They tried increasing the stimulation amplitude but they were still not feeling any stimulation. The patient was implanted for spinal pain and cervical neck.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.